Event description:
While using a g130, they allege that handpiece was getting warm and water not spraying correctly.; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection/evaluation of device found meets specifications; replaced damaged/worn components and recalibrated unit to factory specs. Customer should check that inserts are not worn, damaged, bent and/or clogged. Note: this unit uses 25k inserts, 30k inserts will cause indicated issue.